Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump having battery failed alarm, rewind anomaly, cracked battery compartment. During power up, the device received pump error 38 during rewind. After further review, the motor was unable to turn due to a corroded motor home switch. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to the pump error 38. Device passed sleep current measurement, active current measurement, and self tests. Thus software was utilized and downloaded trace/history files properly. In further full review in the device history found no unexpected battery failed, low battery alarms anomalies were noted during testing or in the file history. Device was cut open to perform visual inspection and found moisture damage on the pcba1, battery connector, motor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case (battery tube), label damage. In conclusion, pump error 38 during rewind confirmed due to corroded motor home switch. No unexpected battery failed alarms noted during testing or in the file history. Cracked case (battery tube) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was not able to rewind at all even though insulin pump beep. Customer stated that when they pressed rewind to set change at that time insulin pump beeped. Insulin pump was taking a second to rewound but showed no movement.insulin pump had battery failed alarm.there was complete no movement for rewind mechanism. Insulin pump was not accepting batteries. Contacts on battery cap were not missing, damaged, or corroded. Insulin pump had cracks on battery compartment. During troubleshooting insulin pump passed self test but failed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.